Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-05809.

Manufacturer narrative:
Evaluation: results: the lead was received incomplete. The lead was surgically cut 3 cm from the terminal end. Visual inspection did not reveal any other damage or anomalies. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.